Event description:
The user facility reported, the device slipped and caused minor injury to the patient. A call has been placed with the user facility for additional information.

Manufacturer narrative:
The device has been received and an investigation has been initiated based on the reported information.